Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a pump stoppage event. A log file was submitted to the manufacturer which confirmed pump stoppage while connected to the power module. In addition, the log file captured high power at the time of pump stoppage, with power elevations captured late in the log file. The site will be performing an echo and will also examine the external percutaneous lead for damage.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.